Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was using an implantable pump for non-malignant pain. It was reported that since (B)(6) 2021, her pump has been alarming and now it is alarming "pretty bad" and the pump is empty and she is "detoxing really bad" and the office told her to go to the ER. She is shivering, sweating, throwing up, she is frustrated, depressed and her hands are cold. She is sweating so much she goes through her shirts and has had to changed her shirts 2-3 times. The sound of the alarm is the critical alarm. She called the doctor and has not heard back. When she called last week, they told her she may want to consider going to the ER. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. She is scheduled to have the pump filled on (B)(6) 2021.